Event description:
A report was received that the patients ipg was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was charging the ipg more frequently. No device malfunction was suspected.

Event description:
A report was received that the patients ipg was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was charging the ipg more frequently. No device malfunction was suspected.

Event description:
A report was received that the patients ipg was non-functional. The patient will undergo an ipg replacement procedure. Additional information was received that the patient underwent an ipg explant procedure.